Event description:
During service and repair pre-testing, it was observed that the motor device had a frayed cable. This occurred in pre-testing; this event is not related to surgery. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned without an alleged malfunction. During pre-repair, it was observed that the device did not meet manufacturing specifications. Reliability engineering evaluated the device and the report of a frayed cable was confirmed. Evidence indicates this was due to normal wear over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.